Manufacturer narrative:
Results: bd received (B)(4) samples and (B)(4) photos from the customer facility for investigation. The samples and photos were evaluated and the customers¿ indicated failure mode for no silica additives with the incident lot was confirmed. No silica causes poor barrier separation. Retention samples were selected from bd inventory for evaluation, and the customers' indicated failure mode for no silica additives was not observed as all (B)(4) samples met specifications. Conclusion: bd was able to confirm the customers¿ indicated failure mode of no additive in returned samples. The defect was not evident in the retained samples. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that there is no additive in bd vacutainer® sst ii plus plastic serum tubes as well as poor barrier separation in same lot. No serious injury, blood to mucous membrane exposure or medical intervention was reported.

Manufacturer narrative:
Additional information: a DHR review was performed. DHR/bhr review : no qns or other issues relating to the reported defect were identified in the DHR.